Event description:
User facility voluntary medwatch received from cdrh that stated: "a pt in the acute care hospital for continuous morphine and inpatient hospice due to heart failure. Cassette was set at 0.5 mg per hour but ran in 6 hours for a total of 30 mg. Basically running at 5.0 mg per hour instead of 0.5 mg per hour. Pt was given narcan, no harm to the pt. Pump tagged out of service. Pump setting was verified by multiple people and was set correctly at 0.5 mg per hour. Staff did not document model or serial number in the report, so we have no idea which device it was. Biomedical engineering would receive and service all pumps in the hospital." Due to the anonymity of the report, no additional info could be obtained.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received on 09/24/2010. The report number is mw 5017099. The device was not identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).